Event description:
Medical affairs spoke to the pt on 9/25/2003 and obtained the following info: pt stated that their meter began to read inaccurately for the past two weeks. Pt stated they had only used the meter 3 months and was recently diagnosed with diabetes. Pt stated that they were obtaining readings in the 250 mg/dl range. Pt stated that they phoned the physician and the physician again and was asked to increase the insulin by 2 units. Pt stated that they then began to have hypoglycemia events. Pt reported one time waking up at 3:00 am and would obtain a result on the meter of 30 to 40 mg/dl and would then treat with food. On the day of the hosp visit pt obtained a result of 256 mg/dl on the meter but was feeling hypoglycemic. Pt went to the hosp and the hosp meter read 30 mg/dl. Pt was treated with IV glucose and admitted for monitoring. The meter and strips were tested at the hosp and the nurse felt the strips were bad, so pt discarded them. The pt had not been coding the meter properly.